Event description:
Reporter indicated that a system diagnostics test at an office visit resulted in high lead impedance indicating possible lead discontinuity. It was also reported that the patient no longer felt device stimulation. Ap and lateral x-ray views of neck and chest evaluated by MFR. Lead discontinuity was visualized near the clavicle. The lead from the most superior tie down all the way to the generator was also visualized to be coiled in appearance. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by MFR. Results: lead discontinuity was visualized near the clavicle. The lead was visualized to be coiled in appearance. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.